Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working six years after implant. The patient underwent a surgical procedure in which the physician explanted and replaced all components. There were no adverse patient effects.